Event description:
Date notified: (B)(6) 2012 a model 326 portable aspirator (s/n (B)(4)) failed to operate to specifications. An inspection of the device revealed a defective vacuum pump. The vacuum pump was replaced, the device was tested to specifications and returned to the customer. No death or injury resulted from the device malfunction.